Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2: no hospital contact information can be provided due to local regulation. H10: the device was returned to olympus medical for evaluation. During testing, the reported issue could not be confirmed. No image disruptions were observed. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.

Event description:
The company representative reported on behalf of the customer that the visera elite video system center relayed an image with noise ("image had snowflakes"). The customer reported this issue occurred during reprocessing. Before the device was reprocessed, a patient endoscopic procedure was completed with no delay and no patient harm.